Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 350 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod was sticking out but slanted and bent. Patient's mother also reported that the pod that was worn caused the patient to have high bgs due to the cannula or the pink slide never moving forward, which indicates a failure of the needle mechanism as intended during activation. As treatment, patient drank water and once a new pod was put on, the patient's mother gave the patient a correction.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg (blood glucose) levels. No issues were found that would result in a needle failing to deploying. The cannula was also inspected and no abnormalities were observed. Although no issues were noted, the reported event could not be conclusively determined. The device was returned for a symptom of skin irritation. The exact cause of the irritation could not be determined. The alarm provided indicated that the device had reached its expiration time.